Event description:
Customer reported his insulin pump was alarming no delivery. Customer's blood glucose was 89 mg/dl. Customer has called in before regarding the same issue and troubleshooting was completed. He was advised the issue may be caused by possible insertion site, infusion set, or reservoir issues. He was advised to try different cannula lengths or rotate insertion sites. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.